Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the patient received an implant on (B)(6) 2019 and was revised on (B)(6) 2021 due to pain, implant wear and disassociation of the dual mobility components. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Medical records: medical records were provided and reviewed by a health care professional. Review of the available records identified that the patient reported on (B)(6) 2021 experiencing left front thigh pain. During an office visit on (B)(6) 2021, the patient reported experiencing anterior thigh pain for the last 9 months. Radiographs indicated disassociation of the dual mobility components and radiolucency around the proximal aspect of the femoral component. The patient was then indicated for revision for pain and radiographic evidence of intra-prosthetic disassociation without dislocation. During the surgery on (B)(6) 2021, necrotic tissue was debrided. The stem and shell were well fixed. The head, bearing, and liner (noted to have wear) was removed and replaced. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. Conclusion: it was reported that the patient received an implant on (B)(6) 2019 and was revised on (B)(6) 2021 due to pain, implant wear and disassociation of the dual mobility components. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed.

Manufacturer narrative:
Medical device: wagner cone prosthesis, 125 , uncemented, 19, taper 12/14; item#0100561219; lot#2914506; act artic e1 hip brg 28x42mm; item#ep-200148; lot#399400; g7 dual mobility liner 42mm e; item#110024463; lot#300420. The manufacturer received x-rays and other source documents which will be reviewed as part of ongoing investigation. Lot numbers were received and the device history record were reviewed and found to be conforming. The manufacturer did not receive the device for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision due to pain, implant wear and disassociation of the dual mobility components. During revision, the tissue was sent to pathology from the metal implant wear. The stem and shell were well-fixed and left intact whereas the head and liner were replaced without complication.